Manufacturer narrative:
Bayer case number: (B)(4). Diffuse debilitating pain [pelvic pain] , intense muscle pain [muscle pain] , asthenia [asthenia] , fibromyalgia [fibromyalgia] , migraines [migraine] , extreme tiredness [fatigue extreme] , neck pain [neck pain], difficulty walking [difficulty in walking] , difficulty carrying [activities of daily living impaired] , arnold neuralgia [arnold neuralgia] , loss of libido [loss of libido] , cognitive disorders [cognitive disorders] , persistent tiredness [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. The most recent information was received on 07-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse debilitating pain") in an adult female patient who had essure inserted (lot no. 509791) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), myalgia ("intense muscle pain"), asthenia ("asthenia"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), fatigue extreme ("extreme tiredness"), neck pain ("neck pain"), gait disturbance ("difficulty walking"), loss of personal independence in daily activities ("difficulty carrying"), occipital neuralgia ("arnold neuralgia"), loss of libido ("loss of libido"), cognitive disorder ("cognitive disorders") and chronic fatigue ("persistent tiredness"). At the time of the report, the myalgia, fibromyalgia, occipital neuralgia, cognitive disorder and chronic fatigue had not resolved. The outcomes for pelvic pain, asthenia, migraine, fatigue, neck pain, gait disturbance, loss of personal independence in daily activities and loss of libido were unknown. No causality assessment was received for essure with regard to myalgia, asthenia, fibromyalgia, migraine, fatigue extreme, pelvic pain, neck pain, gait disturbance, loss of personal independence in daily activities, occipital neuralgia, loss of libido, cognitive disorder or chronic fatigue. The reporter commented: occurrence period: started in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Lot number:509791,manufacture date:2006-01,expiration date: 2007-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 07-jan-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4) diffuse debilitating pain [pelvic pain], intense muscle pain [muscle pain], asthenia [asthenia], fibromyalgia [fibromyalgia], migraines [migraine] , extreme tiredness [fatigue extreme] , neck pain [neck pain], difficulty walking [difficulty in walking], difficulty carrying [activities of daily living impaired], arnold neuralgia [arnold neuralgia] , loss of libido [loss of libido] , cognitive disorders [cognitive disorders], persistent tiredness [chronic fatigue] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("diffuse debilitating pain") in an adult female patient who had essure inserted (lot no. 509791) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), myalgia ("intense muscle pain"), asthenia ("asthenia"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), fatigue extreme ("extreme tiredness"), neck pain ("neck pain"), gait disturbance ("difficulty walking"), loss of personal independence in daily activities ("difficulty carrying"), occipital neuralgia ("arnold neuralgia"), loss of libido ("loss of libido"), cognitive disorder ("cognitive disorders") and chronic fatigue ("persistent tiredness"). At the time of the report, the myalgia, fibromyalgia, occipital neuralgia, cognitive disorder and chronic fatigue had not resolved. The outcomes for pelvic pain, asthenia, migraine, fatigue, neck pain, gait disturbance, loss of personal independence in daily activities and loss of libido were unknown. No causality assessment was received for essure with regard to myalgia, asthenia, fibromyalgia, migraine, fatigue extreme, pelvic pain, neck pain, gait disturbance, loss of personal independence in daily activities, occipital neuralgia, loss of libido, cognitive disorder or chronic fatigue. The reporter commented: occurrence period: started in 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.